Event description:
The pt was revised because of pain and swelling

Manufacturer narrative:
Eval was not possible, as the prods were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the mfg lots. The investigation could not verify or draw any conclusions about the root cause of the reported pain and swelling. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated.